Event description:
Customer reported to carefusion rep that a morphine infusion was noticed leaking around the pumping segment. The leak appeared to be from a small hole and a hairline crack around the upper fitment of the pumping segment. There was no pt harm reported. No additional info was available.

Manufacturer narrative:
(B)(4). The product was requested to be returned for investigation, it has not been received. A follow up report will be submitted if further info is obtained. The model and lot numbers were not identified, therefore, a review of the mfg records could not be performed.